Manufacturer narrative:
Alleged failure of the peel-away sheath. Bench testing of similar parts failed to confirm the potential failure mode. Review of the work flow with the surgeon was completed, with adjustments in work flow to conform to the current directions for use.

Event description:
(B)(6) underwent a pallidotomy on (B)(6), with slow recovery. Tow days later MRI confirmed an infarct on the left internal capsule and an infarct higher on the right side. Ptx was discharged approximately (B)(6) with weakness on the right side. Dystonia symptoms had been alleviated.